Manufacturer narrative:
An investigation was conducted through review of available engineering logs and device data for the reported timeframe. The review identified loss of continuous glucose monitoring data, entry into bg-run mode without manual blood glucose entries, interruption of insulin delivery, and subsequent device power loss due to battery depletion; no confirmed hardware or software malfunction beyond expected system behavior was identified. It was concluded that the cause of the event remains indeterminate due to limited clinical information, though interruption of insulin delivery related to loss of glucose data and device power may have contributed. If the device is returned, a physical evaluation will be performed, and a supplemental MDR will be submitted if additional information becomes available.

Event description:
On 17-dec-2025 the user reported that on (B)(6) 2025 they experienced hyperglycemia with blood glucose values not available. Prior to hospitalization, limited information was available regarding events leading up to the elevated blood glucose, and the user could not be reached to provide additional details or treatment information. The user was hospitalized from (B)(6) 2025 through (B)(6) 2025 for management of hyperglycemia and diabetic ketoacidosis, after which the discharge status was unknown.